Manufacturer narrative:
(B)(4). Concomitant products: guide cath: 8 french multi-purpose guide catheter. Stent: 7-10x30 rx acculink. Other: 7 french pronto. Embolic protection: 6.5x190 accunet. Evaluation summary: the device was returned. The reported separation and damaged polymer coating was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The rx accunet referenced is filed under MFR 2024168-2015-07327. The mini trek dilatation catheter referenced is filed under MFR 2024168-2015-07328.

Event description:
It was reported that the 7-10x30 acculink stent was implanted in the heavily tortuous, non-calcified, left internal carotid artery (lica) with the 6.5x190 accunet embolic protection device distal to the lesion. After post dilatation of the acculink stent, a 7 french aspiration catheter (pronto) was inserted to aspirate potential thrombus from the accunet, when the pronto pushed the 8 french guide catheter out of the common carotid the accunet was thrust down and hit the distal end of the acculink. The accunet filter separated from the filter wire. Attempts to snare the filter out were unsuccessful. Attempts to remove the filter with an inflated balloon catheter were unsuccessful. A 1.2x8 mini trek balloon dilatation catheter was attempted to be inserted in a 5 french diagnostic catheter (vert) and the 5 french diagnostic catheter was attempted to be inserted into an 8 french multi-purpose guide catheter (gc) to try to telescope past the stent and filter. The diagnostic catheter was halfway inside the multi-purpose gc when the mini trek separated on the distal end from the balloon segment of the mini trek during advancement into the 5 french. The point of separation on the mini trek was outside the anatomy. A balloon expandable stent was deployed in the lica to embed the separated accunet filter against the vessel wall, distal to the acculink stent and not overlapping. There were no adverse patient effects. No additional information. The returned guide wire is a 300cm abbott polymer coated guide wire and not an accunet guide wire as stated by the customer.